Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 80% stenosed eccentric lesion being treated was located in the non-calcified, non-tortuous distal av shunt. The lesion was not predilated. The wanda balloon broke during the procedure. The procedure was completed with another wanda balloon. No patient complications were reported. Patient status reported as "stable".this product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.product unavailable for analysis